Event description:
It was reported with the use of the bd intima-ii catheter there was an issue with leakage. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported with the use of the bd intima-ii¿ catheter there was an issue with leakage. There was no report of injury or further medical intervention.

Manufacturer narrative:
A sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided, during leakage testing a leak was noted as existing about 1.5 cm from the connector of the device. The batch record for lot#732533 was reviewed, no related abnormalities were found during the manufacturing process. Microscopic investigation of the device revealed a bulging wound on the exterior of the tubing of the device. Due to the obvious damage to the tubing the investigators were able to determine that the root cause is related to the manufacturing process, the appropriate actions have been taken to mitigate the reoccurrence of this issue and the necessary personnel have been notified of this incidence to increase their awareness. Bd will continue to track and trend for this issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd intima-ii¿ catheter there was an issue with leakage. There was no report of injury or further medical intervention.